Event description:
Performed ecp using cellex sn (B)(4), clx kit lot #b317/706 via peripheral IV in each arm. Had #45 red blood cell pump alarm early in treatment; rbc-plasma interface was low in centrifuge bowl, plasma was slightly cloudy. Trouble-shooting included: decreased collect rate to 25ml/min (from initial rate of 30), decreased bowl optic setting to 140 (from default of 150). The interface rose to appropriate level in bowl, ecp proceeded; was completed with no further problems. There was no harm to the patient and a full treatment was received. The kit was sequestered and sent to biomed department; will then be forwarded to therakos per their request.